Manufacturer narrative:
The reported event of the pump having been programmed incorrectly could not be confirmed. No product or event logs have been returned from the customer for investigation. The root cause of this failure was not identified.

Event description:
The customer reported a programming error in which the patient's weight was entered in kilograms rather than pounds, resulting in an overinfusion of propofol. There was no report of any harm or medical intervention.